Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings, no delivery and priming anomaly from the insulin pump. The customer's blood glucose reading was 581 mg/dl. The customer treated with manual injections. The customer stated that the cannulas have been bending, which caused the high readings. The customer was advised of the 2 high blood glucose rules. The customer was assisted with filling the reservoir, priming and insertion. The customer was advised to test her blood glucose 2 hours after doing an infusion set change.